Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: g4, g7, h2, and h10. Based on the device inspection results and the internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the scope¿s cover was found detached, not allowing the insulation check to be performed. The plastic cover was detached. The rubber was found torn and cracked. The objective lens and light guide lens were detached from the scope¿s cover. The image was checked and was found to be poor and blurry. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a videoscope failed the leak test. There was no patient involvement or injuries reported. No additional information has been obtained.